Event description:
Biomed reported that the v60 is displaying a primary alarm failure. It was unknown how the issue was found. No patient or user harm reported. Biomed has advised that diagnostic code 1102 (primary alarm failed) has been logged in the significant event log. The remote service engineer (rse) noted that the primary audible alarm test fails for either speaker, the alarms are enunciated using both the primary and backup audio devices. The customer reported the device was failing the power speaker test. The rse provided the part number for the v60 speaker and advised the customer to replace the speaker connected to the power management board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The biomed reported that the speaker was replaced. The issue was resolved, and the device was returned to service. Upon further investigation, the speaker failure occurred during power on self-test (post). Therefore, this complaint no longer meets reportability requirements.